Event description:
The lay user/pt contacted lifescan alleging that the product was having the following unresolved power related issue: one touch ultralink would not power on by pressing the power button. During troubleshooting, the pt does not have test strips to test the meter with. This was not a new product. The batteries were not replaced per the owner's manual. After replacing the meter with new batteries, the meter still would not power on. As a result of the alleged meter issue, the pt reportedly skipped 30 units of novolog. According to the pt, he claimed that he did not feel well before attempting to test with the subject meter. There is no evidence the product caused or contributed to an adverse event because the pt developed symptoms before the issue with the reported meter. However, this complaint is being reported because of an unresolved power issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter or does not pass inspection, lifescan will inform FDA of the results in a supplemental report.